Event description:
Plaintiff alleges the development of an allergy to latex after being exposed to latex exam gloves. As a result of allergy, plaintiff alleges suffering from hand dermatitis, hives, wheezing runny eyes and nose, coughing, swelling of eyes and lips and difficulty breathing. Further alleges that she is severely restricted in her life as to where she can go, and what she can do with her life and with her carreer as a result of this latex allergy.